Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. The pump properly paired to minimed mobile app on an iphone and the pump uploaded successfully to carelink personal. The carelink personal was accessed and successfully generated summary reports without any errors. No unexpected error message during the upload or report generation noted. No communication-between pump & mobile app not confirmed. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn 000320737417, unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 01-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn 000320737417, perform the history review 1 week prior to the event date 01-sep-2025 in the pump history file and found 1 lost sensor alert on 08/27/2025, 1 failedbatttest (58) on 08/27/2025, 1 battoutlimit (6) on 08/27/2025, and 2 nodelivery (7) on 08/30/2025 (during bolus). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 8/30/2025 8:27:53 am. There was no power data available for the date of 08/27/2025. Unable to check power data for power loss alarm/battoutlimit (6) alarm and failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. On a related svn 000320698168, perform the history review 2 days prior to the event date 06-aug-2025 in the pump history file and found 2 changebatteryfault (73) on 08/04/2025, 2 offnopower (11) on 08/04/2025, 1 battoutlimit (6) on 08/04/2025, and 1 nodelivery (7) on 08/06/2025 (during bolus). Earliest power data available per the power management tool/detail trace file is on 8/30/2025 8:27:53 am. There was no power data available for the date of 08/04/2025. Unable to check power data for replace battery alert/changebatteryfault (73), replace battery now alarm/offnopower (11), and power loss alarm/battoutlimit (6) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. On a related svn 000320757482, perform the history review 2 days prior to the event date 04-sep-2025 in the pump history file and found 4 nodelivery (7) on 09/03/2025 (during bolus), 3 lost sensor alerts on 09/03/2025 and 4 lost sensor alerts on 09/04/2025. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. No communication-between pump & mobile app not confirmed. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer insulin pump was bumped and had a crack on the battery compartment and experienced hypoglycemia. The customer experienced symptoms like passed out at the time of event. The customer blood glucose value was 18 mg/dl. The customer was taken to the hospital by ambulance and visited the emergency room for treatment. The event involved product mmt-1884, mmt-342g, mmt-441ag, mmt-7040a. Troubleshooting was performed. Customer reported that the pump functionality was affected due to damage. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the incident. No further patient complications were reported. No product return was required for mmt-342g, mmt-441ag, mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.